Event description:
It was reported that the ventilator reset a couple times while connected to a patient. The ventilator alarmed but kept running. No patient harm reported.

Manufacturer narrative:
Na